Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized several times due to hypoglycemia. The customer's blood glucose reading was 26 mg/dl at the time of the most recent event. Troubleshooting was performed and found that the time on the insulin pump was off by one hour. It was discovered that the customer was not counting the carbohydrates, she was eating correctly. The customer's doctor was advised that the customer needs additional training on proper carbohydrate counting practices. Nothing further was reported.